Manufacturer narrative:
(B)(4). Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of the pain and fibromyalgia from surgery? Please provide the date of reoperation and device removal. What were the findings on reoperation? Are there any pictures available for evaluation? Product code and lot #? Will be the device returned for evaluation? Please return date and tracking information? Does the surgeon believe there was any deficiency with the device? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced fibromyalgia and pain in vagina, legs, buttocks and back. The mesh was removed and native sling inserted. Additional information has been requested.